Event description:
After a stapler had been fired via an idrivec in a sigma resection procedure, it was observed that the tissue had not been transected, and the stapler could not be removed from the patient by pressing the open button of the idrivec. The stapler was subsequently surgically removed, and the patient received a temporary stoma. The procedure was completed via another device.

Manufacturer narrative:
Device expiration date is unknown because, the lot number is not known. Device manufacture date is unknown because, the lot number is not known. The idrivec and the stapler were both visually examined and functionally tested. Neither one was damaged, and both functioned according to specifications. The staples of the stapler had not been deployed during the procedure. The root cause of the failure of the idrivec to deploy staples and to cut tissue could not be determined. Evaluation summary: stapler fired without incident. Staple formation was acceptable and the knife transected fully. Stapler was marked as used. Idrivec calibrated normally, opened fully, closed for firing range and fired acceptable staples into 3 layers of 1/16 uline foam. The firing sequence completed, the staples were properly formed and knife transected fully.